Manufacturer narrative:
Product analysis: the device was received with the external slider in the home position and the tip capture release handle locked. Deformation was evident to the proximal end of the graft cover. A gap was evident between the tapered tip and the graft cover measuring approximately 10 mm. The external slider could not advance or retract the graft cover, resistance was encountered on rotation of the slider. No other deformation was evident to the remainder of the device. Film analysis: the reported deployment issue could not be confirmed based on the pre-operative CT imaging provided; therefore, the cause of the event could not be conclusively determined. Procedural angiograms demonstrating device insertion, deployment attempt, and removal were not available for review. Although this cannot be confirmed, it is possible that the moderate tortuosity of the descending aorta, along with the severe tortuosity observed in the previously implanted evar stent graft, may have been contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an index thoracic endovascular aortic procedure using a valiant captivia stent graft for treatment of an ulcer, the stent graft appeared to jam after approximately 1cm of deployment. At that point, the graft material had not yet been exposed, and the graft cover could not be retracted any further. The physician adjusted and attempted deployment again, but removed the device before further graft material was exposed without causing damage to the patient or disrupting the previous evar implant. A backup 38 × 38 × 167 mm valiant captivia stent graft was implanted with a successful result. Post-case examination found the stent graft cover could not be retracted beyond approximately 2 cm, and screw threads began to shear, producing plastic shavings within the deployment handle. The physician alleged a manufacturing issue involving the screw threads. No apparent damage to the outer box or inner packaging was identified. The patient was reported alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.